Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse checked the sample dual resolution dilutor (drd), reagent drd and valve and manifold running from sample and reagent pipettor to drd. The cse also checked the aeration on substrate container hose, pumping on substrate container hose, substrate pump, and positions of the sample and reagent pipettor. The cse then checked the spinner and found that it was rusty and replaced it. The cse checked the wash motor and water pump functionality and incubator for spilled dried liquid. Precision testing was performed on patient samples, which were acceptable. The customer did not obtain any additional discordant results. The cause of the discordant, falsely low psa results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low prostate specific antigen (psa) results were obtained on three patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low psa results.

Manufacturer narrative:
The initial MDR 2247117-2016-00030 was filed on may 26, 2016. The first supplemental MDR 2247117-2016-00030_s1 was filed on june 22, 3016. Additional information (06/14/2016): the customer obtained an additional discordant psa result on one patient sample on an immulite 2000 instrument. The cse was onsite and the issue was resolved, as indicated in the initial MDR.

Event description:
On (B)(6) 2016, an additional discordant prostate specific antigen (psa) result was obtained on one patient sample on an immulite 2000 instrument. It is unknown if the sample was repeated on the same instrument or on an alternate instrument and which result was reported to the physician(s).

Manufacturer narrative:
The initial MDR 2247117-2016-00030 was filed on may 26, 2016. Additional information (6/3/2016): a siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist could not determine the cause of the discordant, falsely low psa result on three patient samples.